Event description:
Related manufacturing reference number: 2017865-2023-37355. It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) and right ventricular (rv) leads were over-sensing noise with inappropriate automatic mode switch (ams) episodes noted on the ra lead as well. The patient reported symptoms of a minor arrhythmia. No changes were made, and the patient left in stable condition.